Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with six treatments of coolsculpting to the abdomen and may have developed paradoxical hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01534-00.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Corrected data: d1, g1 (facility name, name, email, site name, address, city, country), h3, h5, h6, h10, h11. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01534.

Event description:
Duplicate of (B)(4).